Event description:
Initial result for a pt gentamicin was >10 ug/ml. When repeated, the result was 6.4 ug/ml. The account did not have information regarding pt impact. The field service representative found the probes out of tolerance and repaired the instrument by replacing the probes.